Event description:
It was reported that during insertion of the screw, the tip of the driver broke. The surgeon extracted the screw and used a product from other company to finish the surgery.

Manufacturer narrative:
Investigation in progress but not yet complete.